Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance when guiding the stent inside the microcatheter during delivery, so it could not be properly induced. There was resistance at the proximal part near the hub. Other stents could be induced without any problems. The blood vessel was not tortuous. There was no disappearance of standard thermal equilibrium (rhv) during delivery. The sheath was within the microcatheter hub. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported the solitaire could not be used.